Event description:
The customer alleged the ventilator's cup seal is malfunctioning so as it gives uneven breaths from breath to breath. The nellcor puritan-bennett factory svc tech (npb fst) inspected the device and replaced the cup seal and adjusted the piston guides. The unit passes extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.